Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2012 and a left total hip arthroplasty on (B)(6) 2013. Subsequently, a left knee revision procedure has been indicated due to instability and stretched out ligaments; however, no revision procedure has been reported to date. A right knee revision has been indicated although there are no complications reported. No right knee revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07441 / 07442).